Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25-mar-2026, an arthrex subsidiary employee reported via email that an ar-2324bcct biocomposite swivelock c suture anchor disengaged from the bone without the screw during a shoulder procedure performed on (B)(6) 2026. A second anchor of the same product was used to complete the case. No fragments were reported to have broken off, and no patient harm was noted. Additional information was received on 07-apr-2026: this event occurred during a shoulder rotator cuff repair using the speedbridge technique. During anchor insertion, the surgeon observed that the anchor was missing its screw component. Consequently, the anchor did not seat properly and became loose during insertion. The anchor was never fully deployed, and the screw was not present in the bone. The procedure was completed without delay and without the need for additional anesthesia.